Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-03660. The patient is implanted with a competitor's leads. It was reported the patient experienced bleeding at their lead site. It was also reported the patient felt something pop at their lead site when they bent over. As a result, the patient's scs system was explanted. Cultures were also taken.